Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. The patient had been admitted into intensive care unit and on a ventilator, it was unknown what led to the patient's condition. The device was reprogrammed, no intervention would be done due to the patient's age and condition. The patient's stable post procedure.